Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the aortic injury was caused by the dcs; however, it was not confirmed.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, two separate pre-implant balloon aortic valvuloplasty's (bav) were performed with non-medtronic 20 and 22 millimeter (mm) balloons. During advancement of the delivery catheter system (dcs), it was observed that it became hung up on the calcium of the patient's sinotubular junction (stj). Multiple changes to the guidewire were made, as well as a recrossing with a 7 mm buddy balloon, however these attempts were unsuccessful. Ultimately, the use of a snare from the contralateral side allowed the dcs to pass through the calcified area. Subsequently, the valve was implanted successfully. It was reported that on the same day of the implant, the patient died due to an unspecified cause. Per the physician, the patient's severely calcified aortic valve and stj contributed to the advancement difficulties. Additional information was received that per the physician, the cause of death was thought to be due to an aortic injury from the pre-implant bav, or possibly from the dcs interaction with the stj calcification; however, it was unknown whether the valve caused or contributed to the death.

Manufacturer narrative:
Updated data: b5, h6, annex e code and annex a code were added pertaining to the dcs, annex b code was added pertaining to the valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-26, serial/lot #: (B)(6) 2026, ubd: 15-oct-2027, UDI#: (B)(4). The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, two separate pre-implant balloon aortic valvuloplasty's (bav) were performed with non-medtronic 20 and 22 millimeter (mm) balloons. During advancement of the delivery catheter system (dcs), it was observed that it became hung up on the calcium of the patient's sinotubular junction (stj). Multiple changes to the guidewire were made, as well as a recrossing with a 7 mm buddy balloon, however these attempts were unsuccessful. Ultimately, the use of a snare from the contralateral side allowed the dcs to pass through the calcified area. Subsequently, the valve was implanted successfully. It was reported that on the same day of the implant, the patient died due to an unspecified cause. Per the physician, the patient's severely calcified aortic valve and stj contributed to the advancement difficulties.

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.